Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that patient's implantable cardiac defibrillator (ICD) exhibited far field r wave oversensing leading to inappropriate mode switch. Pacemaker mediated tachycardia (pmt) was noted as well. No intervention was performed. There were no patient consequences.